Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor fractured and still in the body. The customer blood glucose level was unknown. The customer also had serter issues and sensor was stuck to the adhesive. The sensor will not be returned for analysis.